Manufacturer narrative:
Covidien reference # : (B)(4) date of initial report : 04/12/2016. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic sleeve gastrectomy, the surgeon was mobilizing the stomach with the device and activated the device on one of the short gastric arteries. The surgeon then noticed that the artery was no occluded and excessive bleeding was noted. The patient lost a reported 3500 cc's of blood and required a transfusion. The procedure was converted to an open procedure while trying to control the blood loss. The patient is reported as being fine and was transported to the ICU after the case.